Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a 'kv on in error' error message and locked up. There was no pt injury or death reported.